Event description:
It was reported that when using the bd pyxis¿ es server patient and orders were not crossing. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6) hospital (B)(6). D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patient and orders were not crossing over. A technical support specialist dialed in to the server and ran a downtime query. Health sight viewer showed that the cerner admit discharge transfer system was down, and once connectivity was re-established, a disconnected flag appeared under carefusion coordination engine and then dialed in to carefusion coordination engine and observed that the carefusion coordination engine services were not running. The carefusion coordination engine services were started, and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the issue.